Manufacturer narrative:
The field service engineer replaced the sample probe which was possibly contaminated due to insufficient daily maintenance by the user. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with multiple assays on a cobas 8000 c 502 module. Sample 1, tested with the gluc3 (glucose hk gen.3), astl (aspartate aminotransferase acc. To ifcc without pyridoxal phoshate activation), and crp4 (tina-quant c-reactive protein IV) assay: the sample initially resulted in a gluc3 value of 0.2 accompanied by a data flag and was automatically repeated as 85.4. The sample initially resulted in an astl value of 0.1 without any data flag and repeated as 51. The sample initially resulted in a crp4 value of 0.00 and repeated as 73. Sample 2, tested with ureal (urea/bun) assay: the sample initially resulted in a ureal value of 0.4 and repeated as 99. The units of measure were not provided. No questionable result was reported outside of the laboratory. The gluc3, astl, crp4 and ureal reagent lot numbers and expirations dates were requested but not provided.